Event description:
It was reported the patient experienced ¿a lot of pain.¿ the patient had been receiving therapy but it was indicated it was no longer working. An MRI was planned to check the pump to see if it was working.

Manufacturer narrative:
Product ID: 8709, lot# l72771, implanted: (B)(6) 1999, product type: catheter. (B)(4).